Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electrode assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display.

Event description:
The customer called to report high blood glucose levels. The customer reported a blood glucose reading of 34 mmol/l. The customer also reported that there appeared to be moisture in the reservoir compartment window. Nothing further was reported.